Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to failure of the scope socket connector, the image could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the video system center, experienced a communication error. The issue was found during preparation for use. Gif-h290, was used in combination with the subject device. The procedure was completed using the same set of device. The patient was not under anesthesia. There were no reports of delay, patient injury, or death associated with the event.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was not confirmed. Further evaluation found no image due to failures of the video cable connectors and the light guide connector socket was worn due to excessive stress to the output socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.